Event description:
It was reported that during use with the bd bactec¿ fx, instrument top, packaged, 10 false negative results were transmitted. There was no report of patient impact. The following information was provided by the initial reporter: bottles turning negative too early, with results being reported to lis the protocol length is 5 days and bottles should only get a negative status at the end of the protocol. 7 bottles have received the status negative after 30-60 minutes incubation which is too early for a negative result. The report was sent to the lis system and to the clinicians. As the incident has just happened, the lab could alert the clinicians of this error. 1. Was it clear that the results could not be trusted? Not obvious, since a negative result was reported to lis. After some investigation, the lab could conclude that the results could not be trusted. 2. Were the affected patients treated based on erroneous results? No 3. If so, was there any negative impact on patient health? No, since a nurse reported back to the lab that something had to be wrong since negative results were reported the day after samples was drawn. She contacted the lab and they could trace 10 vials handled wrong by the bactec fx, all traceable on the affected vials report (reading gap failure)."

Manufacturer narrative:
H.6. Investigation summary: customer contacted bd service regarding their bactec fx top 441385 sn (B)(6) alleging false results. The customer reported 7 bottles were given negative status and the negative result was reported to lis while 3 bottles still have the status ongoing. Bd service collected log files for analysis, which showed there was no issue with the instrument. Service checked with the local team and no further issues have been reported since this issue. The complaint is unconfirmed. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review showed no prior complaints related to this failure mode have been reported. Samples in the form of log files revealed no instrument issues present. The root cause is unable to be determined. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported that during use with the bd bactec¿ fx, instrument top, packaged, 10 false negative results were transmitted. There was no report of patient impact. The following information was provided by the initial reporter: bottles turning negative too early, with results being reported to lis the protocol length is 5 days and bottles should only get a negative status at the end of the protocol. 7 bottles have received the status negative after 30-60 minutes incubation which is too early for a negative result. The report was sent to the lis system and to the clinicians. As the incident has just happened, the lab could alert the clinicians of this error. 1. Was it clear that the results could not be trusted? Not obvious, since a negative result was reported to lis. After some investigation, the lab could conclude that the results could not be trusted. 2. Were the affected patients treated based on erroneous results? No. 3. If so, was there any negative impact on patient health? No, since a nurse reported back to the lab that something had to be wrong since negative results were reported the day after samples was drawn. She contacted the lab and they could trace 10 vials handled wrong by the bactec fx, all traceable on the affected vials report (reading gap failure)."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.